Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional tests could not be performed due to the motor error alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received motor error and had high blood glucose. Customer's blood glucose was 508 mg/dl. Customer went to a hospital and received syringe and insulin. Advised customer to return insulin pump for analysis. No further information provided.